Event description:
It was reported that the right atrial lead showed oversensing and the right ventricular (rv) lead showed undefined resistance and a complete break verified by chest x-ray and fluoroscopy. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.